Event description:
It was reported that the impactor handle would not thread into the r3 cup due to the threads being bent. This occurred during surgery, an s&n backup was available. Surgery was not delayed. The patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned trial shell handle confirms the threaded are damaged on the device. This device exhibits signs of extreme use and wear. This device was manufactured in 2016. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.